Event description:
It was reported that the catheter shaft outside of the body was broken and this catheter had been implanted over 1 yr.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.